Event description:
It was reported that the patient was having negative pad pressures. The site requested to recalibrate the sensor based on a previous echocardiogram. The sensor was recalibrated on (B)(6) 2025, and the mean was increased by 10 mmhg. Accurate readings were observed under the manufacturer's patient care network database.¿

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.